Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500 ml capacity intravia containers leaked near the opening where the bags can be hung. This occurred during compounding where the bags opened near the top. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d4 expiration date (update to n/a), e3, h4, f10/h6: medical device problem codes (replace code), h6 (update codes), h11. B5 (clarification): the bags "opened near the top" was further described as the seam of the bags being "split" open. H11: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph showed an emptied bag; however, did not clearly show the reported condition/damage to the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.